Event description:
It was reported that during an implant procedure that when connecting the lead to the pacemaker (pm) that there was no pacing noted. The pm was not used and the physician elected to complete the procedure with a different pm. The patient condition was not known.

Manufacturer narrative:
Type of investigation, investigation findings, and investigation conclusions codes updated for no product returned.